Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. Review of available information: product experience report (per). The per mentions a cone fracture without trauma. User report bfarm: the user report did not include any additional information. Surgical notes of implantation: the main points of the report are summarized in english below. Diagnosis: girdlestone situation with an implanted spacer after a revision of a septic total hip replacement of the right hip. Operation: revision, removal of the spacer, debridement, jet lavage and implantation of allofit s shell 62 with hooded insert, revitan stem curved distal part 24-200 with cylindrical proximal part 55 and steel head ø32 +20. After cutting of the fascia, a dilated seroma empties and samples of it are taken. The femur and acetabulum which are extremely scarred are successively exposed. The mobilization is difficult at this strong and tall man. A dislocation cannot be easily achieved. The existing cerclages are removed. The wagner approach is used to newly reopen the hip and one cerclage is attached distally in the area of the intact femur. Then the spacer can be extracted. The acetabulum is exposed, the capsule residues are removed and the bone reamed stepwise until the trial cup size 62 finds good support. The original cup is impacted and a hooded inlay is placed after the plug is inserted and the cup has been secured with two screws. The distal femoral medullary canal is gradually reamed until the 24-200 reamer finds good support. With the reamer size 22-140 as primarily planned, no sufficient anchorage could be achieved. A reposition of the hip with a short proximal cylindrical part shows a good joint play. However, it has to be implanted intentionally with certain retroversion in order to avoid dislocation of the hip joint. The original prosthesis in inserted in the planned way after it has been assembled on the table according to instructions (ex-situ). The reposition of the joint shows a good joint play without dislocation tendency. The wagner osteotomy is closed with three cerclages. Concluding image intensifier documentation shows a correct position of the prosthesis with proper articulation. X-rays: one undated ap x-ray of the right hip was received as a jpeg. The implanted revitan® stem is clearly fractured at the connection pin. A small fragment is visible medial to the fractured connection pin. The proximal part is medially tipped in such a way that it seems that it broke through the femur laterally. However the situation cannot be clearly evaluated without any second x-ray projection of the joint. Four cerclages can also be seen in the proximal half of the distal stem part. The trochanter major is anatomically not completely presented. However, since there is no complete set of follow-up x-rays at hand it is not possible to evaluate possible changes of the bony structure over time in vivo. Device analysis: visual examination: the connection pin of the revitan® stem is fractured in the non-blasted area approximately 8 mm below the proximal end of the distal part. The proximal fracture surface shows multiple levels and is polished in such a way that almost no original fracture structure can be seen. One level of the fracture surface has an elliptical-shaped form and exhibits some concave lines close to the lateral stem side. These lines could possibly be interpreted as beach marks of the original fracture structure. The distal fracture surface is polished and damaged in such a way that the fracture structure is hardly detectable. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. The connection pin shows a circumferential stripe with a width up to 7 mm. Closer inspection of the stripe revealed a mixture of polishing, smeared metal and signs of fretting and corrosion. On the medial and anteromedial side transverse cracks can also be observed. On the anterior side some linear pattern is visible. The origin of this stays unknown. In some areas adjacent to the stripe joins the original surface followed by the blasted area. In other areas smeared metal reaches into the blasted area. The latter exhibits a polished area on the anterior side. On the distal part of the revitan® stem bone attachments can be observed in the anchoring region mostly in the distal half on the stem. Removal damage in the form of scratches, nicks and cuts can also be recognized. The face surface of the stem body is damaged most probably due to the contact with the connection pin after the fracture and/or the removal procedure. The inside of the stem body is completely worn and polished. On the lateral side a newly formed ledge can be observed and the thickness of the stem body is diminished compared to the medial side. The anchoring surface of the proximal stem part shows no signs of bone attachments and some damage due to the removal e.g. Scratches. On the medial side polished spots forming transverse lines are noticeable whereas those are more obvious at the proximal end of the curved area. Some slight polished spots can also be observed on the lateral and posterior side. On the face surfaces of the proximal part some small polished areas can be observed which are probably due to the contact with the distal fracture part after the fracture. The head is still attached to the proximal part of the revitan® stem. As the parts were firmly attached to each other the attempt to remove the adapter from the stem was stopped to avoid coarser damage to the components. The disassembly attempt led to a small indent on the head¿s sleeve. Some diffuse scratches and milky areas but nothing conspicuous can be noticed on the articulation surface of the head. Determination of the head offset: the revitan® stem was used in combination with a competitor¿s head. To determinate the head offset a picture of the assembly was calibrated and overlayed with the outlining of the revitan® proximal part. The offset was measured to be approximately 20 mm. The surgical note also mentions an offset of 20 mm which confirms this determination conclusion summary: the revitan® stem was revised after approximately 6 years and 3 months in vivo due to a fracture of the connection pin. The fracture occurred in the non-blasted area some millimeters below the proximal end of the distal stem part. Both fracture surfaces are polished and there are almost no remains of the original fracture structure visible. On the proximal fracture part some concave lines close to the lateral stem side can be observed. These lines could possibly be interpreted as beach marks of the original fracture structure which then would point to a fatigue fracture originating from the lateral side. It is unknown if the surface changes found on the proximal fracture part of the connection pin existed already before the start of the fracture and are associated with the fracture or developed exclusively as concomitants. The wear, damage and polishing seen in the area of the fracture e.g. Inside of the distal stem body, face surfaces are most probably due to the contact with the other fracture part after the fracture and/or the removal procedure. Bone attachments could be observed on the distal part of the revitan® stem but not on the proximal part. In addition, the proximal part of the stem shows polished spots which could probably point to loosening. It stays unknown if the polishing occurred before or after the fracture. The revitan® stem was used in combination with a steel head ø32 +20 of an unknown competitor. This is considered off-label use because ¿zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients¿ [1]. In addition the lateral offset of the head was determined to be approximately 20 mm which is an unauthorized (too long) neck length. The combination of a revitan® stem and a head with an offset of more than 8 mm is an unauthorized combination which is not released by zimmer. To determine which devices have been authorized for use in a proposed combination, please visit the zimmer website: www.productcompatibility.zimmer.com. This is indicated under chapter ¿1.1 general instructions¿ in the ¿instruction leaflet for endoprostheses¿ that accompanies every zimmer product [1]. ¿with femoral heads with longer necks there is a risk of breakage of the neck of the stem or of the stem itself, as well as of premature loosening of the hip stem¿ [1] because the increased lateral offset could possibly lead to enhanced bending and torsional forces. According to the bmi scale the patient is classified as obese grade I (bmi 30.0 ¿ < 35) [2]. One of the risk factors mentioned in the ¿instruction leaflet for endoprostheses¿ is heavy patients, obesity (especially over 225 pounds (100 kg) [1]. Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor. There were rather several factors that may have contributed to the fracture, e.g. The obesity of the patient, possible loosening of the proximal part, the surface changes on the connection pin and the increased lateral offset that may have led to enhanced bending and torsional forces. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. References: instruction leaflet for endoprostheses, art. No. D011 500 200 - e/d/f/I/sp/sw - ed. 05/09. Wikipedia ¿body-mass-index ¿ visited on (B)(6) 2017, http://de.wikipedia.org/wiki/body-mass-index. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(4) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 24/200 on (B)(6) 2010. The patient suffered from pain in the right leg, without trauma. It was reported that the cone breakage was detected on x-rays and the patient was revised on (B)(6) 2017.

Manufacturer narrative:
The manufacturer did not receive the device for review but it was mentioned that it will be returned for evaluation (however, no revision surgery was mentioned in the available documents). X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 24/200 in 2010 (the last day of the year 2010 was entered as the exact implantation date is unknown). It was reported that the patient experienced cone fracture on (B)(6) 2017. The patient suffered from pain in the right leg, without trauma. It was reported that the cone breakage was detected on x-rays. It is unknown if a revision surgery already took place. Further information was requested.

Manufacturer narrative:
Additional information about exact date of implantation was received and is added to this report. Also, 1 x-ray and the surgery report of implant were received for review. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 24/200 on (B)(6) 2010. It was reported that the patient experienced cone fracture on (B)(6) 2017. The patient suffered from pain in the right leg, without trauma. It was reported that the cone breakage was detected on x-rays. It is unknown if a revision surgery already took place. Further information was requested.